Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. However, the reportable malfunctions noted in the event description were also observed. Additionally, inspection noted the light guide lens and the bending section cover were broken, the connecting tube is dented and corrugated, switch (sw1) one was cut off, the universal cord is dented, the angle wire is worn, and the angulation of the up direction is out of standards, and the gap on the up/down knob is also out of standards due to the worn angle-wire. Further, due to the broken channel tube, the aspiration quantity is out of standards, a waterproof failure was observed due to the cut bending section cover and the light guide bundle is abnormal, and the charged coupled device lens has scratches. A device history review revealed no issues that could have caused or contributed to the reported issue and there was no repair history on the subject device. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause of the foreign material remaining in the device cannot be identified.: however, the potential cause could be attributed to: reprocessing could not be conducted properly due to a damaged channel tube. The suggested event is detectable / preventable by handling the device in accordance with the following instructions for use manuals: detection method in gif/cf/pcf 290 series endoscopes operation manual, chapter 3 - preparation and inspection. Prevention measures are in gif/cf/pcf 290 series endoscopes reprocessing manual, chapter 5 ¿ reprocessing the endoscope olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope¿s insertion part has collapsed. The event was observed during preparation for use for a diagnostic procedure. There was no delay, and the procedure was completed with a similar device. However, during evaluation it was observed that there was residue and foreign material from the biopsy channel. This report is being submitted for the reportable malfunction(s) found during the evaluation. There was no patient harm or user injury reported due to the event.